Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 211.2000. The tech recommended checking the door harness for any damage wires from logic board to display board. If error shows after the display self test, replace the logic board. If the display self test does not light up and the error occurs, replace display board. There was no patient involvement.

Manufacturer narrative:
Additional information: d8, h3, h6, h10. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 25apr2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 211.2000. The tech recommended checking the door harness for any damage wires from logic board to display board. If error shows after the display self test, replace the logic board. If the display self test does not light up and the error occurs, replace display board. There was no patient involvement.